Event description:
It was reported that a ventilator had blower temperature high and other error codes. It is unknown if the device was in use on a patient at the time of the event. There was no patient or user harm reported. Per the diagnostics performed by the engineer, the logs displayed the following error codes 1117, 1118, 111b, 1127, 1002, and 111d. The remote support engineer (rse) advised the customer to confirm if the fan at the rear was operational and if the air inlet filter was free of dust. The customer reported that troubleshooting was performed on their end and has confirmed that the fan at the rear was operational, and that the air inlet filter was free of dust. The rse advised the customer that the error codes shown are pointing to possible fault with power management or motor controller board. The rse advised the customer to swap one of the boards with another working device to isolate fault. The customer requested a quote for a power management board and motor controller board. Further information regarding the event and device repair has been requested.

Manufacturer narrative:
A motor controller board had been received by the failure investigation department. The customer complaint was verified. It was determined that the root cause is failure of data transmitter u10. Multiple good faith efforts (gfe) were performed for further details regarding the event; however, no response was provided.

Manufacturer narrative:
It was reported that the device was being tested/serviced when the issue was found. No patient or user harm reported.

Manufacturer narrative:
The customer was quoted for parts; however, it was unknown if the customer purchased and/or replaced the specified parts. Insufficient information is available to determine the resolution of the event. Multiple good faith efforts (gfe) were performed for further details regarding the event; however, no response was received. There were no parts returned for failure investigation. An update report will be submitted in the event that parts are returned or if new information is provided.